Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The user turn on the rosa spine session of the rosa one during prepare the spine procedure. The screen of the rosa show up the system shutdown message. After the user checked the connection cables and tried to reboot the rosa system, got the same issue.

Manufacturer narrative:
The troubleshoot of the issue was performed the 11-sep-2020 by the distributor and it was found that the ip address of the lan2 was incorrectly set. The ipv4 adress was corrected and the device is now working properly. Based on the investigation performed, the technical root cause of the event was determined to be an operator error on the network configuration.

Event description:
The user turn on the rosa spine session of the rosa one during prepare the spine procedure. The screen of the rosa show up the system shutdown message. After the user checked the connection cables and tried to reboot the rosa system, got the same issue.